Event description:
According to the reporter: allegedly, two spiral tacks became dislodged from the repair and caused two separate incidences of small bowel obstruction at 5 and 28 days post-operatively. The tacks were retrieved in the pelvis. After tacks were removed, the patient had a complete recovery.

Manufacturer narrative:
(B)(4).